Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates the ground is open on the ac power cord due to the wire pulling loose in the plug.